Manufacturer narrative:
At the completion of the investigation, based medical information received, there was evidence to support the following reported events; endoleak type iiib of the cuff and main body. Additionally there was evidence to reasonably support the following observations; endoleak type iiia. Reporting of the endoleak type iiib of the main body and endoleak type iiia will be reported in report number: 2031527-2017-00234. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the type iiib endoleak was related to the strata material of the main body and the cuff. No known user or procedure related issues were identified. Associated clinical harms for this device failure included: type iiib endoleak (cuff), type iiib endoleak (main body), and type iiia (insufficient overlap). A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at (B)(4). Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to (B)(4). The manufacturing lot evaluation confirmed all devices met specifications prior to release. Device was not returned, therefore, sample evaluation was not completed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension. A follow up computed tomography (CT) showed the patient had a type 3b endoleak. To date a secondary intervention has not been reported to endologix. A the completion of clinical assessment on (B)(6)2017 there were evidence to support an endoleak type iiib of the suprarenal cuff. The patient is reported to be in stable condition.